Event description:
Defibrillator pads were on the pt for open heart surgery. During defibrillation an audible popping noise was heard. The pads would no longer function. At the end of the procedure the pads on the right chest showed a burned area. The wire had been burned off the pad. Pt expired - not felt to be related to event.